Event description:
Procedure type: laparoscopic anterior resection with side to side anastomosis. According to the reporter: the reload fired and cut bowel, but did not place staples. There was no blood loss. The surgeon hand sew the anastomosis. Operative time was extended by 30-60 minutes. No patient injury was reported. The patient status is okay.

Manufacturer narrative:
(B)(4).